Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the reported issue by review of the error logs as well as reproduce the error by running samples. The fse stated that the error code present indicates an potential issue with either the pm201 motor or the s201 sensor. The fse eliminated the s201 sensor as the source of the problem and confirmed the error(s) occurred due to the pm201 motor being faulty. The pm201 motor is apart of the diluent syringe unit. The fse replaced the diluent syringe unit to resolve the reported issue. The fse validated the analyzer by running a daily check, quality control (qc), and samples with results within acceptable range and no errors recurring. The aia-360 analyzer is operating as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. The aia-360 analyzer operator's manual under section 7-1: list of error messages states the following: 4013 spec.sy home not found description: the home position of the specimen syringe motor cannot be detected. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact tosoh local representative. 4014 spec.sy home overrun description: the specimen syringe motor overran on the home side. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact tosoh local representative. The most probable cause was due to a mechanical problem with the pm201 motor (diluent syringe unit), cause traced to component failure.

Event description:
The reported 4013 spec sy home not found error and 4014 spec sy home overrun error on the aia-360 analyzer. The customer powered the analyzer off and on, but error remains. Technical support specialist (tss) suggested performing an all set home which initially resolved the issues, however the customer called back and stated the error 4013 spec sy home not found returned. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and progesterone iii (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.